Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that display screen was blank. After troubleshooting, display screen did not return. Customer's blood glucose was not reported. Customer was advised that insulin pump would be replaced.

Manufacturer narrative:
After battery installation, the pump gave an unexpected blank / white flashing lcd followed by an unexpected intermittent beep alarm due to a cracked lcd controller. Unable to perform the functional testing, including the self test, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests due to the display anomaly. The pump was received with a cracked keypad overlay at the select button, minor scratches on the lcd window, case and keypad overlay.